Manufacturer narrative:
Reportedly there was no patient involvement. Additional product codes: hsz, gfa, gff. Device is an instrument and is not implanted/explanted. Contact phone number: (B)(6). Manufacturing location: (B)(4). Supplier: (B)(4). Manufacturing date: january 12, 2011. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product investigation was completed: a visual inspection under 5x magnification, functional test, drawing review, and dimensional analysis were performed as part of this investigation. A definitive root cause cannot be identified with the limited complaint details. No new, unique or different patient harms were identified as a result of this evaluation. The design is adequate for its intended use when used and maintained as recommended, it did not contribute to the complaint condition. The device was returned with a portion of the distal cutting flute broken off. The fragment was not returned. Relevant dimensions could not be measured due to post manufacturing damage but it is unlikely that the design contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that parts were detected as damaged during internal inspection of loaner kits. Reportedly there was no patient or procedure involvement. This report is for drill bit which reportedly did not fit with other parts. When the device was received, it was noted that the distal tip was broken; the broken portion was not received. This report is for (B)(4).